Manufacturer narrative:
(B)(6). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an inguinal hernia repair, the balloon was broken and wasn't able to hold a seal. There was no reported patient injury. There was no unanticipated blood loss. There was no unanticipated tissue loss or tissue damage. There was nothing that fell into the patient cavity. The UDI number was not available. There was no information available regarding extension of surgery time.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during an inguinal hernia repair the balloon was broken and the balloon deflates. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet medtronic quality release specifications that were tested regarding the reported conditions due to a cut in the seal and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).